Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "tubing set problem" infusion stopped: no injury/adverse reaction: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 failure. During initial testing it was observed the fva pins had severe drag, causing cassettes to not be able to load correctly. A cleaning resolved the drag and the pins began moving freely but tubing set misloaded alarms persisted. The device was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 3 failure.